Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a complete lead was returned. Visual inspection revealed insulation was punctured through in spiral fixation region of lead. The damage was consistent with wire escaping the lumen.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to lead body damage. While attempting to load lead on a whisper wire, some resistance was noted. The physician then took the lead and while attempting to load, noted that the wire exited the lead through the side wall but did not see how far up the lead this occurred. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to lead body damage. While attempting to load lead on a whisper wire, some resistance was noted. The physician then took the lead and while attempting to load, noted that the wire exited the lead through the side wall but did not see how far up the lead this occurred. The lead was never in service. No adverse patient effects were reported.